Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose readings were low. At the time of hospitalization was 36 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip and cracked case near display window corners noted. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. History download shows that a meter blood glucose reading of 60mg/dl was recorded at 18:03on (B)(6) 2014. At 18:17 on (B)(6) 2014 a bolus wizard was programmed. Blood glucose 60mg/dl, food intake was 52 grams, ins carb ratio was 6.6 grams/u, ins sensitivity was 27 mg/dl, bg target was 90-145 mg/dl, correction estimate was -1.2o u, active insulin was 0.0u, estimate was 6.6o u. This estimate was then delivered boluses were programmed using bolus wizard per user guide. Bolus wizard functioned properly. Bolus delivered and recorded properly in bolus history. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.